Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose value was 26.7 mmol/l at the time of the incident. Another blood glucose level was 13 mmol/l. The customer was assisted with troubleshooting for high blood glucose. Customer stated that he had problem with infusion set because when he took it out he noticed something was stuck in it and insulin was not delivering into his body.the customer was treated with manual injection. The device will not be returned for analysis.